Event description:
The customer reported to a baxter representative a condition of an intermate disposable drug delivery system that was alleged with a ruptured bladder; this condition was reported to have occurred during infusion of meropenem, approximately 45 minutes after infusion was initiated. No information was available regarding the patient. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. This is report #5 of 5. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.